Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: what is the total number of products involved in this event? Was there any adverse consequence associated with the patient? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023, and suture was used for wound closure. During the procedure, the suture was broken when the surgeon attempted to tie a knot with suture. The suture broke twice in a row. The doctor threw away the broken suture and tied the knot with the remaining suture . There were no adverse patient consequences reported. Additional information was requested.